Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified IV fluid. It was reported that after 5 to 10 minutes in use, the nurse noted fluid dripping; however, the cair clamp was reportedly in the closed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.